Manufacturer narrative:
During a conversation with the a sales representative who was present during the case, it was communicated that excessive force was applied to the stylus while inserting it back in the cannula to expel the bsm from the cannula. The surgeon then flexed the knee with the accuport inserted and bending of the accuport was observed. Once the accuport was removed, it was noticed that the tip was retained in the patient's left femur. The surgeon had decided to leave the tip inside the patient. Per the accuport IFU, ¿do not bend or exert unnecessary force on cannula during insertion to avoid damaged or broken cannula. Do not attempt to redirect cannula while in bone. Remove the cannula from the bone and redirect to the desired trajectory through the same opening. Avoid creating additional channel to reduce extravasation.¿

Event description:
Side cannula bent and broken in patient distal femur.